Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment as the result of a tubing separation. The blood leak was noticed approximately twenty minutes into the treatment. The cm said the tubing completely separated at the red plastic connector on the combiset, just after the blood pump. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm stated there were no changes or disruptions in pressure that could have contributed to the reported failure. Following the event, the lines were immediately clamped, and the treatment was paused. Estimated blood loss (ebl) due to the event was 250 to 300 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A search for companion samples at the distribution centers revealed the entire lot has been sold and distributed. However, a photo of the alleged issue was received from the clinic. The photo shows that the arterial main line is separated from the red ¿t¿ connector. A presence of solvent (or lack thereof) could not be confirmed in the photo. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was able to be confirmed in accordance with the provided photo.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment as the result of a tubing separation. The blood leak was noticed approximately twenty minutes into the treatment. The cm said the tubing completely separated at the red plastic connector on the combiset, just after the blood pump. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm stated there were no changes or disruptions in pressure that could have contributed to the reported failure. Following the event, the lines were immediately clamped, and the treatment was paused. Estimated blood loss (ebl) due to the event was 250 to 300 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.